Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported heart block remains unknown.

Event description:
During an atrial flutter procedure, a junctional rhythm occurred. Ablation was performed at the superior vena cava level and appeared to be located near or at the sinoatrial node. Following ablation no further spontaneous atrial activation was noted and the patient was in a junctional rhythm at approximately 40 bpm. The day after the procedure, the sinoatrial node started to recover and will be evaluated in follow up. There were no performance issues with any abbott device.